Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix was distorted and bent. The distal end was covered with blood, body tissue and fibrotic growth. (B)(4).

Event description:
It was reported that during implant, the helix would not extend on the table or while implanting. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.